Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and the buttons works intermittently. The customer¿s blood glucose was 10.5 mmol/l at the time of incident. No button error troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. Unit was received with intermittent all buttons response due to moisture damaged on keypad traces. Unit was received with cracked select button keypad overlay, minor scratched lcd window, scratched case, partially detached reservoir tube retainer, cracked battery tube threads, cracked case at corner of the belt clip rails and missing serial number label.